Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged damage to the battery compartment and moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: during investigation, rust/corrosion was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. A crack was found in the battery compartment to the left of the bumper pad at the threads to the case seal. The pump was opened to find no evidence of moisture. Unrelated to the original complaint, the audio bolus button cover was damaged/punctured/partially lifted. The audio bolus button was unresponsive during investigation. The audio bolus button cover was removed to find the slug missing.